Manufacturer narrative:
Product not yet evaluated. (B)(4).

Event description:
Consumer complaint of lo blood glucose test results. Expected fasting blood glucose test result range is 75 to 99 mg/dl. Customer feels well and observed no symptoms. Medical intervention as a result of meter's results is not required at the time of the call on (B)(6) 2015. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 88 mg/dl and 83 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer' s expiration date is 04/21/2018 and open vial date is week of (B)(6) 2015. Recall test results performed fasting from meter memory (date/time not set): 88mg/dl, (B)(6) 2015, 12:23pm; lo, (B)(6) 2015, 11:55am; 88mg/dl, (B)(6) 2015, 10:32am; 99 mg/dl, (B)(6) 2015, 10:31am; 80mg/dl, (B)(6) 2015, 11:53am. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction strip issue. Investigation completed and product evaluated with no defects found. Additional product codes added.

Event description:
Consumer complaint of lo blood glucose test results. Expected fasting blood glucose test result range is 75 to 88 mg/dl. Customer feels well and observed no symptoms. Medical intervention as a result of meter's results is not required at the time of the call on (B)(6) 2015. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 88 mg/dl and 83 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 04/21/2018 and open vial date is week of (B)(6) 2015. (B)(6). Adverse event not reported.